Event description:
The child (B)(6) was in a very serious state (bronchospasm), under non-invasive ventilation. Upon arrival, resuscitation with spur ii resuscitator was initiated. The spur presented leaks around the connection with the facemask. As a result the infant had to be intubated.